Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited undersensing and high capture threshold. Fluoroscopy was performed and revealed that the lead had dislodged. The lead was repositioned successfully. The patient was in good condition.